Event description:
During outreach call, customer reports to have received no delivery alarms during bolus but was able to clear. Customer was not able to troubleshoot due to issue being a past event. Customer's blood glucose was unknown. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.